Manufacturer narrative:
Additional information: phone: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: broken crease sharp on anterior, creases fold, missing shell and wear abrasion. Based on the device analysis the final assessment is: a broken crease sharp on anterior side assessed as fold flaw opening missing shell assessed as inconclusive.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.